Event description:
New information received indicates that no programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. Medication changes were made. Programming changes were recommended.